Event description:
It was reported during implant procedure on (B)(6) 2023 that the right ventricular lead helix failed to extend. The lead was successfully exchanged. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of a helix mechanism issue was not confirmed. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix was retracted and clean. After applying torque directly to the connector pin, the helix could be extended and retracted. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.